Event description:
The senior medical surveillance specialist reviewed information the patient/layperson and a representative from the facility gave to a customer care advocate (cca) in 2009. It was a three way conversation. Unable to speak with the patient, this specialist has sent a follow-up letter to the patient. The patient allegedly owns a onetouch ultra2 meter although it and the test strips were not available during the call to confirm. The facility suggested the meter was an ultra and the patient stated a 2 was on the end of the name. Approximately a month or more before calling, the patient noted a partial display when she obtained a result. The patient alleged that a month ago, while feeling shaky, sweaty, and incoherent, only part of the numbers were legible. The symptoms became worse and the patient self treated with juice. The patient alleged that on another occasion "because my sugar was low and I was not getting an accurate reading [due to the reported display] I had to go to the ER." The patient's blood glucose was 48 in the ER followed by treatment with IV glucose. The patient tests 7 or more times a day and is on a set dose "plus a sliding scale" of insulin, name not provided. The facility informed the patient that they would ship her another meter. The cca asked the patient to call lifescan to supply the serial number and lot number of the subject meter and test strips. The patient has not contacted lifescan again. Information that will be helpful: meter's serial number to identify the type; did the patient continue taking insulin when unable to read the results and how much was taken; had the patient injected or adjusted insulin before the alleged events started? Because the patient alleged that she was treated with glucose by the ER due to the reported issue, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.